Manufacturer narrative:
It was reported that the balloon catheter would not prep. The operator was unable to get contrast to go down into the balloon. There was no evidence of leakage or crack. The product was returned for analysis still attached to the indeflator. The inflation port of the hub was found to be severely cracked. Due to the cracked hub, the balloon could barely be inflated. Microscopic examination revealed no manufacturing related anomalies that might have caused the cracked condition of the hub. With the information provided, the exact cause of the cracked hub/inability to prep could not be determined.

Event description:
The physician experienced prepping difficulty with the product. The physician could not get the contrast to go down into the balloon. There was no evidence of leakage or crack. The product was not clinically used. When the product was returned for evaluation it was found that the inflation port of the hub was found to have a severe crack.